Manufacturer narrative:
(B)(4). Investigation: one (1) customer photo was received for review and evaluation. Upon review, there is a bd pbbcs device with the expiration date on the blister package incorrect from what is on the case carton. Therefore, this complaint is confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® push button blood collection set had an incorrect expiration date. The following information was provided by the initial reporter: "it was reported that the expiration date on the package and the box are different. Customer is wondering what expiration date to use, he says the box has a different expiration date than the individual tubes. Lot number 0045687. Bs: 24-aug-2020 received call from omitted whom stated there was an issue with expiration dates on wing sets. I looked up facility in sm and found this filed complaint rcvd 08/21/2020. Her confirmed this was the same issue but initial reporter should have not filed complaint with bd as this is his job. He also stated that the facility would like a credit for 6 cases as that is how many were affected with the discrepancy of mismatching expiration dates. Updated pr please send fedex label for customer to send in affected product. Tech notes: called customer to confirm product and expiration dates on box and pbbcs's. Customer is going to send pictures over for expiration dates and lot numbers. The expiration he gave me over the phone are dated 2022-02-28 and 2020-02-28. Will follow up more when I get pictures of the product."

Manufacturer narrative:
This complaint was mistakenly reported and the report MFR# 1710034-2020-00568 should be considered cancelled.".

Event description:
It was reported that bd vacutainer® push button blood collection set had an incorrect expiration date. The following information was provided by the initial reporter: "it was reported that the expiration date on the package and the box are different. Customer is wondering what expiration date to use, he says the box has a different expiration date than the individual tubes. Lot number 0045687. Bs: 24-aug-2020, - received call from omitted whom stated there was an issue with expiration dates on wingsets. I looked up facility in sm and found this filed complaint rcvd 08/21/2020. Her confirmed this was the same issue but initial reporter should have not filed complaint with bd as this is his job. He also stated that the facility would like a credit for 6 cases as that is how many were affected with the discrepancy of mismatching expiration dates. Updated pr please send fedex label for customer to send in affected product. Tech notes: called customer to confirm product and expiration dates on box and pbbcs's. Customer is going to send pictures over for expiration dates and lot numbers. The expiration he gave me over the phone are dated 2022-02-28 and 2020-02-28. Will follow up more when I get pictures of the product.".